Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was chosen for a patent foramen ovale (pfo) closure using a 8f amplatzer talisman delivery system. During the device preparation prior to implant, a bulbous deformation was noted on the occluder. There were no bends or kinks been observed in the delivery sheath, however, the tip curled up during insertion, so it was replaced. A new 25-18mm amplatzer talisman pfo occluder and a new 8f amplatzer talisman delivery system were chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
It was reported that during device preparation the tip curled up during insertion so it was replaced. The device was not returned for analysis and no images were provided. However, based on the information received, the cause of the reported material deformation is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.